Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted. The customer received a replacement device.

Event description:
The customer initially reported that the device was showing its charge-pak icon. After an evaluation by physio-control, it was observed that the device did not have the capacity to deliver defibrillation therapy. There was no patient use associated with the reported failure.